Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal-on-metal implants. The patient had elevated cobalt and chromium levels. Implantation was in 2007.

Manufacturer narrative:
Implantation was in (B)(6) 2007.the bhr femoral head was not revised on (B)(6) 2014. It was revised during a previous revision. See MDR 3005477969-2014-00367.